Event description:
It was reported that the hand activation buttons on the right side were not working when pressed. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to the intermittent contact between the handpiece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.